Event description:
It was reported by the technician that "the device was unable to turn on, by cross checking, it was the battery found default." Battery product #(B)(4), lot #kc0118458. There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was interrupted for the timeframe required to replace the pump. There were no pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.